Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 1035.6 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The event date was (B)(6) 2017. The patient called the managing clinic on (B)(6) 2017 stating he heard an audible alarm from pump. He then heard this alarm again on (B)(6) 2017 and was instructed to come into the clinic. The patient never demonstrated any symptoms of baclofen withdrawal per patient and clinician. The patient denied any exposure to magnets electricity and falling. The clinician interrogated pump and noted the first incidence of motor stall was (B)(6) 2017 at 0347 with recovery on (B)(6) 2017 at 0652. Next incidence of motor stall was (B)(6) 2017 at 0347 with recovery on (B)(6) 2017 at 0652. Next incidence of motor stall was (B)(6) 2017 at 0700 with recovery at 0705. The patient did not remember hearing an alarm at this time. Another motor stall occurred on (B)(6) 2017 at 1219 and recovered (B)(6) 2017 at 1406, another motor stall occurred on (B)(6) 2017 at 1436 and recovered on (B)(6) 2017 at 0017. The next motor stall occurred on (B)(6) 2017 at 0819 and recovered on (B)(6) 2017 at 2016. Next motor stall occurred on (B)(6) 2017 at 2118 and recovered on (B)(6) 2017 at 0739. The pump was explanted and replaced with another one from the manufacturer. The logs were included with pump for returned product analysis. Per the print report provided when the pump was returned as examined on (B)(6) 2017, multiple motor stalls and recoveries were noted from (B)(6) 2017. The elective replacement indicator was 19m.